Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt wasn't getting relief from her bolus. The pt received a new programmer the day before and gave her self a bolus that night at 10pm. She stated she was up all night in pain. The pt thought the pump wasn't working. She gave herself a bolus again the next morning at 6:30 am and was not in as much pain after the additional bolus. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.